Event description:
It was reported that the battery of the insertable cardiac monitor (icm) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Additional information was received that the icm was explanted. No device replacement was received by the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of premature battery depletion. Review of product data found an increase in power consumption that is consistent with premature battery depletion. The device was noted to be physically damaged by the forceps used during device removal, therefore further detailed testing could not be completed. Although the device was returned and premature battery depletion could be confirmed on the review of device memory, the root cause could not be determined due to the condition of the received device.

Event description:
It was reported that the battery of the insertable cardiac monitor (icm) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The icm was explanted and returned for analysis. No device replacement was received by the patient. No additional adverse patient effects were reported.